Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2012, resulting in fixture loss. There are plans to fit the patient with an abutment onto a sleeper site, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)